Event description:
It was reported when device was connected to a patient and the user went to replace the battery, the device immediatedly turned off. It was noted the battery voltage when measured by the biomed was 8.67 volts. The device was returned. It was also noted the patient is ok and recovered. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the main printed circuit board assembly is out of electrical specification. Analysis also found the upper and lower cases are broken, knobs are contaminated, keyboard is scratched, and serial number label is damaged. (B)(4).